Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. The ventilator was discovered with an alarm for co2 rebreathing risk during the daily inspection. The investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and replaced the flow sensor to resolve the issue. The fse replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.